Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer alleged that the pump emitted a total daily dose alarm for 100 units when the patient had not taken more than 50 units for the day at the time of the alarm. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the pump¿s black box revealed the original complaint was unable to be duplicated. A review of the basal and bolus history showed the pump delivery a total of 76.83 u when the max total daily does warning occurred. The pump was returned with the max total daily dose set to 1.0 unit. (B)(4).